Event description:
Patient reported experiencing elevated blood glucose (383 mg/dl). Patient indicated that he tried injections on his arm, but that did not lower his blood glucose. Patient indicated that he changed the piston rod and tubing and the device appears to be working. Patient indicated that he had a sinus infection. Patient indicated that at times, he had observed insulin dripping from the site.